Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring replace battery alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed replace battery now without a low battery alert warning. There is no significant event leading to the issue was observed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.